Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure (event) observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 35.2-35.4cm from the distal end of the svc shock coil. Externalized conductors due to internal insulation abrasion were noted at 2.8-5.7cm from the distal end of the svc shock coil. The etfe coating was intact at these locations. (B)(6).